Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the full height cubie drawer main 3 not recognized as closed, latch magnet probably missing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer found that the drawer 3 in the main wan not sensing closed due to the missing magnet. The fse replaced the inseparable magnet to resolve the issue and confirmed that the user was able to get the required medications from another device. The system functioned as intended after the field service engineer troubleshooted the device.